Event description:
It was reported that the pump experienced "frequent resets" and instances of out of range issues occurred between the transmitter and pump. The customer declined to provide additional information. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.